Manufacturer narrative:
Concomitant products: product ID: 388928, lot# 0206360800, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device was replaced. It was noted the patient had a loss of effect. It was reported everything was functioning well after replacement. It was noted the patient had recovered without sequela. It was reported the patient had good stimulation in their pelvic floor following replacement. It was noted the surgeon was not sure if the lead had moved. It was reported that impedance tests detected no abnormalities. It was noted the lead had not moved. It was reported the stimulation was in the same area it was before. It was noted the lead was not damaged during explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Final device analysis of the lead revealed the following: the outer insulation of the lead body was twisted.